Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Medical records received and reviewed confirmed that the patient was revised to address pain, swelling and elevated metal ions and a pseudotumor, necrotic tissue and implant corrosion were identified intraoperatively. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 65771101300, lot: 61259345, femoral stem 12/14 neck taper size 13.5 standard offset; part: 00630506040, lot: 61633246, liner standard 3.5 mm offset 40 mm i.d. For use with 60 mm o.d. Shell. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02913, 0002648920-2021-00333.

Event description:
It was reported the patient underwent right tha and subsequently was revised 8 years later for swelling, pain and elevated metal ions. Surgeon noted corrosion and large pseudotumor. Head and liner revised. Attempts have been made and no further information has been provided.